Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlated to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer powered down the pyxis, opened the back of the main unit and drawer 4, found drawer 4.1 with the older control board, replaced it, inspected the retractor band, reassembled the drawer, and restored the pyxis back into application. The system functioned as intended after the field service engineer repaired the device.